Event description:
Event description guidant received information that due to a lead fracture, this endotak dsp lead has been removed from service. The lead has been capped. A new lead was implanted without issue.